Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), cardiac perforation with pericardial effusion and cardiac tamponade was observed, due to delivery system suspectedly. Pericardiocentesis was performed. Leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: [(B)(6)]). D9: no dev rtn to MFR? No.   Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that blood accumulated in the patient due to the cardiac perforation and the patient experienced a cardiac arrest with rapid re-establishment of circulation. The patient was admitted to intensive care unit (ICU) and discharged eight days later.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [mc1avr1] product ID mc1avr1-delsys ,serial: (B)(6) yes, return date: 10-apr-2024 yes dev rtn to MFR? Yes eval summ attached? Yes product event summary: a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There were no anomalies found with the distal edge of the device cup. The outer shaft is kink/buckled at 4.7 cm, 6.3 cm, and 8.5 cm from the distal end of the delivery system. The inner shaft is kinked at 2.8 cm from the distal end of the recapture cone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.